Event description:
It was reported that, "surgeon was removing a screw from hybrid plate with the revision driver, and distal tip of the inside rod broke off while being in use."

Manufacturer narrative:
Method: complaint history analysis, mfg record review, risk assessment, visual inspection. Results: there have been 65 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the mfg file no deviations were noted from this device's batch. While inspecting the draw rod the tip was confirmed broken, the tip was not returned. The surgery was completed successfully and the surgeon successfully removed all the broken fragments from the pt. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical techniques states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.